Event description:
The defibrillator lead was implanted in 2000. In 2001, the shocks which were delivered to reduce a vetricular tachycardia were ineffective upon re-intervention, it was noticed that the insulation of the lead was damaged. Therfore, it was replaced.